Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-operation check, the patient's right atrial (ra) lead was far r oversensing and it was confirmed during reposition procedure by fluoroscopy that the ra lead was dislodged. The patient was asymptomatic. The ra lead was repositioned successfully. The patient was stable throughout procedure.